Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates were received. Customer could not recall details of the past events. Tandem technical support assisted customer with the loading process. Fill estimate was reviewed and was accurate. Customer's current blood glucose was 236 mg/dl.